Event description:
It was reported that the bronchovideoscope encountered an e315 (non-compatible endoscope) error. The issue occurred during preparation for use. There were no reports of patient harm

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the e315 (non-compatible endoscope) was due to corrosion on endoscope connector. Although a definitive root cause could not be identified, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.